Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilation, a 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, it was found that the stent strut was lifted up after withdrawal. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
The device is a combination product. Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: promus element, mr, ous 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on strut rows 8 to 19 and stent row 23 from the distal end. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
The device is a combination product. (B)(6).

Event description:
It was reported that stent damage occured. The target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilation, a 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, it was found that the stent strut was lifted up after withdrawal. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.